Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the administration port of a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag ¿came off¿ (detached). This was identified at the hospital prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: lot manufactured between november 26, 2019 to november 27, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed using the naked eye which observed the spike port cover was broken off of the administration port. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.